Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system main drawer 5.2 pockets failed. A field service engineer (fse) pushed a firmware update, worked with the customer remotely and over the phone, inspected under the pockets for debris, and reseated the pockets. It was confirmed that the customer was able to recover the failed pockets, though the medications inside were lost; the medications were reloaded to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary system main drawer 5.2 pockets failed, required maintenance and did not release. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.